Manufacturer narrative:
Initial.

Event description:
It was reported that a patient and a caregiver experienced a pairing failure between the freestyle libre 3 plus sensor and the ilet mobile app, with subsequent inability to scan the sensor on the app despite app force-close, phone restart, and pump restart. No adverse clinical symptoms reported. Outcomes included replacement of the continuous glucose sensor and user education on setup with customer care support. User support included remote troubleshooting, review of user-reported pairing and scanning behavior, and assessment of device-app interaction. Investigation of this case revealed a communication failure during sensor-app pairing consistent with a sensor that could not be detected or authenticated, leading to a determination that a new cgm sensor was required. It was concluded, based on previously established findings for similar reports, that the cause was a sensor communication malfunction with the app, consistent with user-device communication failure during pairing.